Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported he experienced a severe hypoglycemic episode around 4:52 a.m. He turned the infusion device off at that time and was assisted with restarting it. His wife woke him up because he was sweating and shaking. His blood glucose was 42 mg/dl, and she gave him juice and soda with sugar, 2 glucose tablets, and crackers. He reported he would not have been capable of self-treatment. His blood glucose was 89 mg/dl at the time of the report, and he felt "okay." He reported he did not test his blood glucose before going to bed; therefore, he did not make any adjustments as he normally would have. His normal blood glucose range is 80-130 mg/dl. No allegations were made against the infusion device or related products, and no product will be returned for evaluation. Three attempts were made to follow-up with the patient, and these were unsuccessful.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.